Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal the sensor had remained inside his skin at the insertion site which patient proceeded to pull out. At the time of call to dexcom technical support patient was feeling well.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.